Manufacturer narrative:
Other, other text: one box and one IFU were returned for analysis. Functional testing could not be performed because tracheostomy tube was not received to be tested per mp bivona tt-tj130 rev. 102 ? "Leak test" and av-10006853.101 ?leak testing and cuff symmetry visual aid", therefore, the failure mode was not confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Customer facility phone: (B)(6).

Event description:
Information was received indicating that a smiths medical trach was not inflating upon opening the package. There were no reported adverse events.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1 - product problem.

Manufacturer narrative:
Other, other text: one box and one IFU were returned for analysis. Functional testing could not be performed because tracheostomy tube was not received to be tested per mp bivona tt-tj130 rev. 102 ? "Leak test" and av-10006853.101 ?leak testing and cuff symmetry visual aid", therefore, the failure mode was not confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.